Event description:
It was reported that during an implant, the physician had to reposition the lead multiple times to find a good location for pace/sense values. The physician noticed a drop in the patient's blood pressure, and the patient showed symptoms of cardiac tamponade. Fluoroscopy revealed that the lead tip had perforated the ventricular wall. The lead tip was pulled back, and was secured in a new location. Echocardiogram showed no accumulated fluid in the pericardial s pace.

Manufacturer narrative:
Na